Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost therapy. An impedance check and x-rays revealed no anomalies. The patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient had lost therapy 6 months after being implanted.